Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The following information was provided by the initial reporter, translated from french to english: "during a venous blood collection with this type of needle on a newborn baby, no blood returns to the needle and when the needle is withdrawn, there is a significant flow of blood which confirms that the collection has been carried out correctly. Problem occurred several times: 3 times this day, twice the previous days."

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 200608 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Samples were shipped to the facility for evaluation. Unfortunately, the physical samples were unable to be located upon delivery and therefore, our quality team was unable to complete a thorough inspection of the returned samples. If the samples are found, a new investigation can be completed. To aid in the investigation of this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained sample needles were assembled with an emerald syringe. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The following information was provided by the initial reporter, translated from french to english: "during a venous blood collection with this type of needle on a newborn baby, no blood returns to the needle and when the needle is withdrawn, there is a significant flow of blood which confirms that the collection has been carried out correctly. Problem occurred several times: 3 times this day, twice the previous days."